Event description:
Upon insertion filter did not open completely. Physician attempted to manipulate the filter with the sheath to open the filter legs with no success. Patient was discharged, per reporter completely asymptomatic.